Event description:
The customer stated that the on/off switch by the monitors would intermittently not work. (Intermittently would not boot). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the on/off switch. The system operates as intended.